Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that she disconnected and that the alarm sounded right after reconnecting. The technical service representative assisted the patient in clearing the alarm and the patient restarted therapy with new supplies. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.